Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when an impedance check was run electrodes 0-3 were greater than 10,000 ohms. The patient was programmed around the impedances successfully and no symptoms were reported. No further complications reported.